Event description:
It was reported that there was high output and high impedance on the left ventricular (lv) lead due to an apparent fracture of the lead. The lead was capped and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.